Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure to revise the implantable pulse generator (ipg) pocket site due to discomfort. During the procedure the decision was made to replace the primary cell ipg with a rechargeable battery due to the patient's high usage. The patient did well postoperatively. The device was not returned per hospital policy.